Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp). Customer states fiber optic sensor not operational. Upon arrival, all fiber optic functional checks were passed. Reported issue not confirmed. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a fiber optic sensor cable failure. There was no harm reported.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a fiber optic sensor cable failure. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a